Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Anxiety product/procedure: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture, capsular contracture, baker grade I, and "I have constant pain in my chest". The device has been explanted.

Event description:
Patient reported left side rupture, capsular contracture, baker grade I, and "I have constant pain in my chest". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding patient weight has been requested. No additional information is available at this time. Reason for reoperation: device rupture continued h.6. Health effect - impact code 4: f15.

Event description:
Patient reported, left side rupture. Capsular contracture, baker grade I. And "I have constant pain in my chest". The device has been explanted.